Manufacturer narrative:
Nuvasive reference (B)(4). Inspection of the explant and review of films indicate the bone screw angulation was excessive, resulting in incomplete locking of the screw to the plate. Insufficient locking may result in screw loosening. The patient's condition and bone integrity issues may have contributed to the reported event as well. The manufacturing records for the lot were reviewed and no dimensional issues or material non-conformances were noted that may have caused or contributed to this mode of failure.

Event description:
Following placement of anterior cervical plate at the c6-c7 spine level on (B)(6) 2014, one of the inferior screws was noted to have loosened by a few millimeters. A posterior fusion was performed at c4-t3 during the same initial surgery. Revision surgery was performed on (B)(6) 2014, during which the surgeon removed the anterior plate and all bone screws and did not replace the hardware. The patient is reported to be doing well post revision surgery and the posterior fusion is progressing.